Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument's black cord was damaged. The instrument was not used. It was replaced and surgery was completed. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and reported failure was confirmed. 1. The instrument was found to have a piece of the conductor wire insulation damaged near the end that attaches to the yaw pulley. The wires were exposed. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open and close properly due to damage to the yaw pulley and the cable crimp not secured. The instrument released energy normally. No arcing was observed. 2. The instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.124¿ x 0.079¿. 3. The instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on three out of three attempts. The instrument was placed and driven on an in-house system.